Manufacturer narrative:
Continuation of d10:  ddbc3d4 ICD implant date: (B)(6) 2016 explant date: (B)(6) 2025; 5076-52 lead implant date: (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular lead sensing dropped and there were high thresholds. It was noted that true bipolar did not improve sensing measurements. The physician also noted that coiling of the lead at the pocket was a very tight coil with notable "scrimping" of the outer insulation. The rv lead was capped and replaced. No complications have been reported as a result of this event.